Manufacturer narrative:
Section d10 references: product ID 37761 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the implant needed to be charged, but the recharger itself wouldn¿t charge. In addition, the desktop charger cord was frayed, and the connector pin was bent. The following day the patient began experiencing symptoms and they believed their neurostimulator was discharged. The patient requested a replacement programmer due to theirs being lost. The following day the patient had charged the implant to 100% and was able to turn therapy back on.